Manufacturer narrative:
The device has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The distributor reported on behalf of the user facility the following incident: during the surgery, the physician attempted to insert a kalix ii implant size 10. The implant did not expand. The implant was removed and is available for eval. A second kalix ii implant size 10 was used to complete the procedure. No pt injury occurred. Additional info has been requested from the user facility. This incident is related to MDR# 9615741-2007-00027.